Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: over the past two weeks, we have had many incidents where the bloodlines are pulling air through the connector point when connected to the saline line. No injury reported. Although the facility indicates many incidents occurred, one medical device report is being reported for the incident as it is currently unknown how many events occurred or how many devices were involved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was provided for evaluation. Upon visual inspection of the returned sample, no visual defects were identified. The sample was subjected to a leak test following design input requirements. Results indicated no leakage. Furthermore, the sample was evaluated for occlusion using the testing procedure, and no occlusions or blockages were identified. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.